Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that a particular healthcare professional (hcp) practice had a high volume of post-operative complications, which presented as flipped pumps and dislodged catheters. The hcp did not like to use the suture loops on the pump or pump pouches. The hcp has not always used the catheter anchors. No specific patient, drug, intervention, or outcome information was available. No further information was available. If additional information is received a follow up report will be sent.